Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was advised to try various troubleshooting steps, such as disconnecting the tubing, tightening the t:lock, delivering boluses, and eventually loading a new cartridge. The corrective actions successfully resolved the alarms, and the customer resumed insulin therapy with the original setup.